Manufacturer narrative:
(B)(4). Supplement - additional information. Date received by mfg corrected to 12/31/2016.

Event description:
The circuit leaked at the post pump outlet during a blood prime. The connector was ok. We replace the tubing before we went on. No patient was involved. No death or injury was reported. Segment of the circuit was discarded. Further clarification, it was a very tiny leak at the connector where it reduces from the outlet of the rotoflow 3/8 tubing and reduces to the 1/4 inch tubing. They replaced this segment of the circuit and used it in the case. No lot number available.

Manufacturer narrative:
The device has not been returned to the manufacturer and we're unable to complete an evaluation on the affected product. When it's provided we will send a supplemental report with additional findings. We continue in our efforts to follow up with the customer for it's return. (B)(4).

Event description:
The circuit leaked at the post pump outlet during a blood prime. The connector was ok. We replace the tubing before we went on. No patient was involved. No death or injury was reported. Segment of the circuit was discarded. Further clarification, it was a very tiny leak at the connector where it reduces from the outlet of the rotoflow 3/8 tubing and reduces to the 1/4 inch tubing. They replaced this segment of the circuit and used it in the case. No lot number available.

Manufacturer narrative:
The product was not returned and so could not be evaluated. We are unable to confirm this complaint. The complaint history review is not able to be performed since the lot information was not provided. (B)(4).

Event description:
The circuit leaked at the post pump outlet during a blood prime. The connector was ok. We replace the tubing before we went on. No patient was involved. No death or injury was reported. Segment of the circuit was discarded. Further clarification, it was a very tiny leak at the connector where it reduces from the outlet of the rotoflow 3/8 tubing and reduces to the 1/4 inch tubing. They replaced this segment of the circuit and used it in the case. No lot number available.